Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 25mm trifecta gt valve was successfully implanted. The patient later presented with symptoms of heart failure, including shortness of breath, fatigue, and edema. A transesophageal echocardiogram (tee) was performed, which showed a prolapsed, torn leaflet. The patient was found to have acute aortic regurgitation. On (B)(6) 2022, the valve was explanted and replaced with a 25mm sjm regent heart valve. The patient was reported to be recovering from the procedure.

Manufacturer narrative:
Explant was reported due to a aortic regurgitation and a prolapsed torn leaflet. The investigation found that leaflets 2 and 3 were torn. There was focal fibrous pannus ingrowth on the inflow surface of leaflet 1. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear sites. However, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
N/a.